Event description:
Event reported as: the nurse reported that the guide wire caused the catheter to pucker as it was removed. No patient harm or intervention was required.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.